Event description:
Product analysis was approved on (B)(6) 2013 for this explanted generator. The device was explanted on (B)(6) 2012 due to lack of efficacy. An end of service (eos) condition was found in the pa laboratory. The supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to end-of-service (eos) condition. A battery life estimation resulted in 1.12 years remaining before the near-end-of-service (neos) flag would be set. However, an incomplete programming history (1.5-year gap) indicates the estimation does not use all the data required to make an accurate estimation. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the end-of-service (eos) condition was identified to be a leaky capacitor (c6). Cause for the capacitors (c6) increase in leakage could not be determined.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.